Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer was disconnected from pump. Contact did not provide further information regarding the low bg event and abruptly ended phone call with tandem technical support.